Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-01 indicating that they spoke with the healthcare professional (hcp) and staff regarding the patient and would attempt further follow up. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp indicated that the patient needs an MRI of their shoulder; MRI compatibility guidelines were requested. The hcp stated that they think the patient indicated that their device is not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient passed out and fell about 2 months prior to the report and broke their toe. Since then, they have been unable to connect to their device. The patient did not have the device with them to troubleshoot during the report. An email was sent to the patient¿s manufacture representative (rep) to ask that they attend the patient¿s appointment on (B)(6) 2018 at 1:20pm. The patient would follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.